Event description:
On may 16, 1997, nellcor puritan-bennett (npb) received a claim from a facility that on may 15, 1997 a n-1000 multi-function monitor battery leaked and released fumes in an operating room. The reporter states that the room was evacuated and that he believed no one was affected by the fumes. The reporter also stated that "the patient is ok". The monitor is maintained by the facility but owned by an individual physician. Npb has requested the device for evaluation but to date the facility has not sent the device to co.